Event description:
Caller reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and not responding to inputs. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. With guidance from technical support, the customer performed a pump reset, which resolved the issue, allowing the touchscreen to function normally again.